Event description:
Customer stated that on (B)(6) 2011, at 9:49 pm his blood glucose measured 216 mg/dl, so he took a 4.60 unit bolus dose of insulin for correction. At 9:57 pm he estimated he was taking in 20 grams of carbohydrate, so another 2.85 units was taken by bolus. The next morning at 4:58 am his bg had elevated to 430 mg/dl so he took a manual injection of 30 units of novolog and 20 of levemir. His bg was 273 mg/dl at 7:37 am and at 8:00 he deactivated the device. At that time, he observed that the cannula appeared bent. He stated that prior to the evening of (B)(6), the device appeared to be working well and his bg was within range.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the cannula condition or to determine whether the observed kink, or some other malfunction or product condition, contributed to the reported high blood glucose. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It recommends, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Then contact your healthcare provider for guidance," and "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."